Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).

Event description:
The following was reported to hamilton medical ag: customer complained of low/ high oxygen alarms while trying to ventilate and deliver at high oxygen concentrations. Noticed in the logs sent over that the manual oxygen limits box was checked and turned on causing an issue. Biomed deactivated the manual oxygen limits and ran vent in a functional at 100% o2 and still getting a low o2 alarm. Patient moved to another vent. No health consequences or impact.